Event description:
New information available on (B)(6) 2018 states that, the lead was capped and replaced on (B)(6) 2018. The patient was discharged.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, it was noted that the right ventricular lead exhibited high voltage lead impedance value out of range. Different arm movements revealed noise on the lead. The lead was reprogrammed. The patient was stable.